Event description:
It was reported that the bd syringe 50ml ll had visible silicone. The following information was provided by the intiial reporter: it was reported that, presumably, silicone from the plunger sticks to the syringe when the plunger touches the top of the syringe. Traces of silicone remain on the top of the syringe. There appears to be so much silicone on the plunger that it sticks to the syringe when the plunger is in the up position. The syringe in question has not been used in the preparation of medication.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.